Event description:
It was reported that the procedure was on (B)(6) 2010. The patient had a lesion in the left posterolateral (pl) branches and the pilot guide wire was used to try and cross the lesion. Unfortunately it got stuck (possibly from the tight narrowing it had crossed vs going subintimal) and could not be pulled back, as if the coating at the end was caught. The guide wire was gently pulled and it kept "unravelling" and eventually separated in the circumflex (cx) (from which the pls were arising). Snaring of the guide wire was attemtped without success. In the end, the guide wire was stented against the vessel wall of the cx. The patient still has somewhat atypical chest pain to this date and is being followed by another physician. The chest pain is possibly from residual ischemia from these pls, although a treadmill test was apparently normal on discharge so it could also have another etiology. No additional information was provided.

Event description:
A home patient (hp) contacted global technical services regarding a check patient line alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated that there was a lot of air in the patient line. The technical service representative (tsr) advised the hp to start over using new disposables. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.